Manufacturer narrative:
We cannot confirm or deny that swfitset caused a serious injury. There is a small percentage of the population with a natural sensitivity to cyanoacrylate adhesive. This is indicated in the instructions for use (IFU).

Event description:
Skin reaction after an orthopedic surgery on his patient's incision site 5 days after the product was applied.